Event description:
It was reported, the subject device displayed a poor image quality. The image was distorted over several columns. There were no reports of patient harm.

Manufacturer narrative:
The device has not been returned by the customer to date. A supplemental report will be submitted once the investigation has been completed.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional updated fields: d8, d9, g3, h2, h3, h4, h6, h10 correction- e1, h11 this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit is deteriorated. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is component failure, which is expected or random without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device displayed a poor image quality. The image was distorted over several columns. There were no reports of patient harm.